Manufacturer narrative:
Device evaluation: "visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture".

Event description:
Physician reports right side "intracapsular rupture." The device has been explanted and replaced.